Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. No additional information was provided.

Event description:
It is reported by in the claim form that the complainant suffered personal injury, pain, suffering and other losses. No further details relating to nature of the injuries have been provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.